Manufacturer narrative:
Eval summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips. The anti-backup was noted to be non-functional. Upon disassembly of the instrument, the feedbar was found to be bent. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a thyroidectomy procedure, the clips would not hold. Another device was used to complete the case with no pt consequence. One device is going to be returned.